Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately calcified and severely tortuous distal right coronary artery. The physician advanced the 1.5x15mm apex push balloon to the lesion and inflated it to 12atms for twenty seconds. Then the physician inflated the balloon a second time to 12atms for ten seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 1.5x15 apex push balloon. Patient status is reported as "no problem". This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.